Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515048201, lot number z000008403, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. However, the sealed sterile packaging had been opened by the customer. This complaint cannot be confirmed. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches inspect each pouch for up to 10 seconds zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least 19. Reviewing the complaints for the lot number z000008403 shows 1 complaint for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the foreign substance which looks like hair was found inside of sterile tray (on the long tip) when the nurse opened it. An alternative one was prepared for the surgery. No adverse events were reported as a result of this malfunction.